Manufacturer narrative:
Testing procedures with prism hcv reagent lot 20619li00 could not be performed as the lot has expired. No returns were made available from the customer site. No non-conformances for this assay were identified. Review of the abbott prism analyzer, list 06a336-10, serial number 1(B)(4), service history was performed. No issues related to instrument operations were identified that could have contributed to the issue under evaluation. Analyzer performance is acceptable. The abbott prism hcv assay package insert and the abbott prism operations manual contain information to address the customer issue. Based on the available information from the customer site and the results of this evaluation, there is no evidence to reasonably suggest a systemic issue or product deficiency exists. This report is being filed on an international product, list number 06a52, that has a similar product distributed in the us, list number 06d18. Pt identifier: (B)(6).

Event description:
On (B)(6) 2017 abbott laboratories (B)(4) received an initial user report sent by the (B)(4) to their competent authority and manufacturer (abbott) about potentially (B)(6) prism (B)(6) result when compared to the roche cobas (B)(6) result. This was a retrospective report submitted by (B)(4) after the prism analyzer was uninstalled from that site and replaced with the roche cobas system. The following information was provided: (user report (B)(4)). Sample ID= (B)(6) generated (B)(6) results of (B)(6) when initially tested on (B)(6)2017 on a roche cobas system. The sample was then sent to the (B)(4) for confirmatory testing and generated the following confirmatory testing results: immunoblot: questionable; (B)(6) core (B)(6). No blood products were distributed from this donation. No further information is available. On (B)(6) 2017 abbott laboratories (B)(4) received a retrospective investigation performed by (B)(4) for archived sample sid (B)(6). The sample was pulled and retested on the roche cobas analyzer and subsequently sent for confirmatory testing to the (B)(4). Testing and confirmatory results of this donor sample is summarized below: archive sample ID: (B)(6). Testing date on prm/nat: (B)(6)2013. Testing results on prm/nat: (B)(6) prm reagent lot: 20619li00 . Retest date on cobas: (B)(6)2017. Retest results on cobas: (B)(6). Confirmatory date: not specified confirmatory results: core (B)(4): (B)(6). Immunoblot: (B)(6). Blood products donated: not specified. Return sample available: not specified. This data was received post de-installation of the abbott prism analyzer. The data is associated with the testing of archived samples. Samples that originally tested negative by prism were stored. The samples have subsequently been pulled and tested by (B)(4) using roche and by (B)(4) using various alternate (B)(6) methods, including architect. This testing is being performed as part of a study by (B)(4) due to performance differences they are experiencing between roche (current method) and prism (past method) for (B)(6). None of the results, whether by (B)(4) roche testing or (B)(4) architect testing, are being used for donor management.